Event description:
It was reported that the battery on a 980 ventilator was failing during testing. The ventilator was not in use on a patient at the time of the reported event. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone and the customer was sent a replacement battery.